Event description:
Customer reported that they were using the quik combo pads for arrest. The device did not recognize the electrodes and gave a "connect electrodes" message. The customer used ECG leads to determine rhythm. The patient outcome is not known.

Manufacturer narrative:
A physio-control field service representative evaluated the device and found no failures with the device. There was no event history in the device for event. The root cause for the reported failure could not be determined. The customer returned the device to the vendor from whom they purchased it for further evaluation and repair.